Manufacturer narrative:
(B)(4). Date sent: 09/05/2025. B3: only event month and year known: (B)(6) 2025. D4: batch #unk. Per user facility medwatch: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a97a5a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure; the stapler was loaded with the correct load (45mm). The stapler was fired inside the patient by surgeon. Surgeon then asked for another load. Surgical tech subsequently tried to remove the fired load in order to insert a new load. The stapler became stuck and would not open. Both surgeon and surgical tech tried several times to open and remove the used load without success. Surgeon then asked for another stapler. Prior to retrieving a new stapler, the defective stapler was passed off the sterile field and placed in a biohazard bag. A new stapler was opened and the case proceeded without further incident. There were no patient consequences reported. No additional information provided.